Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during advancement of a 2.50x18mm xience xpedition stent delivery system (sds), the stent dislodged. The physician, unsuccessfully, attempted to remove the dislodged stent via snare. The dislodged stent was apposed to an unintended and unspecified site, via a dilatation catheter. A 2.5x12mm xience xpedition stent successfully treated the left anterior descending (lad) coronary artery lesion. There was a clinically significant delay. There were no other adverse events reported. There was no additional information.